Event description:
It was reported that loss of capture and loss of sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the lead body was bent, compressed and some filars were fractured at the proximal region. Scanning electron microscope evaluation verified that all filars of the outer coil were fractured. The cause of the reported events was isolated to the fractured outer coil.

Event description:
It was reported that lead damage was suspected on the lead.